Manufacturer narrative:
Concomitant medical products: product ID :unknown crm adaptor, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead low r waves noted. No action taken. The rv lead remains in use. No patient complications have been reported as a result of this event.